Event description:
Neurosurgeon reported a case where one of four feet, of a bilateral microtargeting platform did not fit the anchor, when he went to apply it to the pt. He said the foot was off approx 1.5mm. The other three feet were correct, but the surgery was cancelled due to uncertainty. Pt had undergone surgical preparation including incisions made above the bone anchors. As a result, the surgery was rescheduled and a new microtargeting platform was created. This platform fit the anchors correctly and the surgery was completed.

Manufacturer narrative:
Fmc received the planning files from the physician, as well as, the microtargeting platform to investigate the cause of the error. Review of the planning files showed that the surgeon had incorrectly selected the points to locate the foot. However, our review of the platform found that the other three anchors fit well, and that the surgery could have proceeded with three legs firmly attached, with due caution.